Event description:
It was reported that the procedure was to treat the right anterior tibial artery with moderate calcification and no tortuosity. The 1.5x20 mm mini trek balloon dilatation catheter (bdc) was advanced towards the lesion when resistance was felt with the anatomy. The device was pushed forward but did not cross and the tip separated in the proximal anterior tibial artery. A snare was used to remove the tip without issue and a non-abbott balloon was used to complete the procedure. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported failure to advance and unexpected medical intervention appear to be related to operational context; however, the reported tip separation appears to be related to user error. It was reported by the account that the bdc interacted with the moderately calcified anatomy resulting in the reported failure to advance. The device was pushed against the reported resistance and the tip of the bdc separated. Additional treatment was performed with a snare device to remove the separated tip without any issue. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported that the bdc was pushed against the reported resistance with the anatomy and the tip of the bdc separated. It should be noted coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Additionally, it was reported that the procedure was to treat the right anterior tibial artery. It should be noted that the cdc, trek rx and mini trek rx, global, instruction for use states: the mini trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, balloon dilatation of a stent after implantation (balloon models 2.00 mm only), balloon dilatation of de novo chronic total coronary occlusions (cto).